Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate the mesh properly into the peritoneum. The evaluation of the returned sample could not reproduce the reported event of device failed to fixate. The device functioned as intended during functional and simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies found. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only complaint for the reported lot of 605 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ventral hernia repair procedure on (B)(6) 2026, the capsure fixation device fasteners failed to fixate the mesh properly into the peritoneum and got stuck in the mesh. The loose fasteners were removed from the patient's body and the mesh was fixated with suture. There was no patient injury.